Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Unit had broken battery cap, corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump was damaged. Customer blood glucose level was 292 mg/dl at the time of incident. Customer also stated that battery cap compartment was broken but also the spring at the bottom of the insulin pump was broken and was held together with tape. The device will be returned for analysis.